Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The issue with the grounding springs found during the service visit and improper preanalytical procedures are possible causes. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer. Based on the provided information, a general reagent issue could be excluded.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys pth stat immunoassay result for one patient sample. The initial result was 31.46 pg/ml and the repeat result on another analyzer was 79.94 pg/ml. The erroneous result was not reported outside of the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 185005. The expiration date was requested but was not provided. The field service representative found the grounding springs on the sample disc were not properly grounded. He cleaned the grounding springs, and replaced the liquid level detection (lld) board and the sample probe. He verified the sample disc was properly grounded and the lld was within specification.